Event description:
The attorney's report alleged pain, permanent disfigurement and mesh explant surgery due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - pt underwent repair of multiple incarcerated ventral incisional hernias with two composix kugel meshes. Noted was a previously placed "gore-tex patch." On (B)(6) 2006 - pt admitted for small bowel obstruction, an ng tube was placed. On (B)(6) 2007 - pt underwent exploratory laparotomy, lysis of adhesions, excision of involved composix kugel mesh, and repair of ventral incisional hernia with a non-bard mesh using modified stoppa technique. During this procedure, the excised composix kugel mesh was found to be "markedly deformed and densely adherent to the underlying bowel." The composix kugel mesh that was in the lower quadrant "appeared to be of normal configuration."

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, it appears that the mesh remains implanted. With the currently available info, no additional event and/or eval info is obtained, a f/u MDR will be submitted. The other composix kugel mesh implanted on (B)(6) 2005, was reported to the FDA in accordance with (B)(4).